Event description:
It was reported that the right ventricular (rv) lead had r wave amplitude variation due to lead dislodgement. The rv lead was successfully repositioned to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the right ventricular (rv) lead had r wave amplitude variation. The rv lead was successfully repositioned to resolve the event. The patient was stable and there were no adverse consequences.